Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was not confirmed. It was noted that the electrical connector was corroded after aeration was done. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that the evis exera ii bronchovideoscope had issues with a cloudy image and discoloration. Upon inspection and aeration testing of the returned device, it was noted that the device had static image and blacked out. The issue was confirmed to be due to charge-coupled device damage from fluid invasion. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the electrical connector during user handling of the device, which likely caused abnormality in electrical components and an error code was displayed. However, the specific root cause could not be determined at this time. The event can be prevented by following the instructions for use (IFU) "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.